Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information, the patient left the hospital 1 week later with no problem.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparo appendectomy, the surgeon clamped the tissue over again, pushed the green firing mode button, monitored the knife was reached to the distal end of the cartridge, then pushed the silver button. The tissue was fully resected, however it was not stapled on both patient side and the specimen side. The procedure was completed with manual suturing. The surgical time was extended by more than 30 min. There was tissue damage. Oozing bleeding occurred as a result of the issue.